Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.

Event description:
It was reported by the customer that the pyxis medstation es system drawers sticking. A customer has reported that the user was unable to dispense medication for the patient due to a reported malfunction. There were no adverse events or injuries reported based on this event.